Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 11 years in 2019 to 3.5 years currently. Premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The field representative reported that the physician planned to replace the device later than the 90-day interval that technical services provided. Technical services discussed they could send in new data to be evaluated before the 90 days interval was passed and a new replacement window could be provided. New device data was submitted in december, and the device was explanted and replaced in january. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 11 years in 2019 to 3.5 years currently. Premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The field representative reported that the physician planned to replace the device later than the 90-day interval that technical services provided. Technical services discussed they could send in new data to be evaluated before the 90 days interval was passed and a new replacement window could be provided. New device data was submitted in december, and the device was explanted and replaced in january. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 11 years in 2019 to 3.5 years currently. Premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The field representative reported that the physician planned to replace the device later than the 90-day interval that technical services provided. Technical services discussed they could send in new data to be evaluated before the 90 days interval was passed and a new replacement window could be provided.